Event description:
It was reported that an unidentified malfunction alarm occurred. The blood glucose level at the time the issue was noticed was 11 mmol/l, which is within the normal range. Customer reverted to using multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.